Event description:
It was reported that the filter basket could not be recovered by the recovery catheter. The vessel was then dilated again and a second recovery catheter was used to successfully retrieve the filter basket. No pt injury or effect was reported.